Manufacturer narrative:
(B)(6) 2016 09:06 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as the investigation results become available.

Event description:
(B)(6) 2016 08:57 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that "during routine check by hospital biomed he noticed the hcu30 was making a small ice block." (B)(4).

Manufacturer narrative:
The unit was returned to maquet and was identified as a maquet owned service loaner. The unit was not repaired as the customer had removed and discarded numerous parts. The parts that the customer removed and discarded were unable to be ordered as spares and therefore the unit has been decommissioned.

Event description:
(B)(4).